Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the physician was unable to obtain good sensing measurements. The physician elected to implant a new rate sensing lead.